Event description:
It was reported that there was a perforation and subsequent pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed in the laa, but was too proximal and was fully recaptured. After this closure device was removed an effusion sweep was performed with none noted. A new 24mm wds was used and the deployed device met criteria and was successfully released in the laa. However, a pericardial effusion had occurred. The patient was hemodynamically stable throughout the whole procedure. The physicians decided to perform a pericardial tap on the patient. About 180cc of blood was removed and protamine was administered to the patient. The patient went to recovery and recovered fine through the evening. Upon completion of the procedure the images were reexamined and it was noted that the feet of the first 24mm device had perforated the appendage. The pericardial effusion was present during the initial sweep for an effusion, but was missed by the physicians.